Event description:
A male patient contacted lifecor customer support to report that he was receiving many "check te pad" messages. Support requested that the patient perform a download. Patient called back to report that with a new garment the alarms were not occurring. Support sent the patient a replacement garment. Patient called back to reported that the "check te pad" messages continued. He stated that the device alarms approximately every three minutes. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation date: electrode belt-05/2005. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was not confirmed. The electrode belt was found to have broken defibrillation lead. This is the probable cause of the increased te alarms, but the alarms could not be duplicated during testing. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown. It was probable due to a severely kinked cable near the monitor connector which was noticed when the unit was visually inspected. Monitor was tested and found to be functionally normal. It was restocked. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.